Event description:
It was reported that the recently implanted patient was administered penicillin antibiotics due to an infection at the lead site. The patient had undergone a trial procedure, and during the permanent implant procedure, a sample was taken from the dorsal wound near the lead. The physician systematically takes a sample during permanent implantations. The patient was asymptomatic. A culture was taken which confirmed staphylococcus. The physician believes the infection may be related to one of the procedures. The lead remains implanted and the patient is expected to fully recover.

Manufacturer narrative:
Event date is approximate.

Event description:
It was reported that the recently implanted patient was administered penicillin antibiotics due to an infection at the lead site. The patient had undergone a trial procedure, and during the permanent implant procedure, a sample was taken from the dorsal wound near the lead. The physician systematically takes a sample during permanent implantations. The patient was asymptomatic. A culture was taken which confirmed staphylococcus. The physician believes the infection may be related to one of the procedures. The lead remains implanted and the patient is expected to fully recover. Additional information was received that the patient underwent a procedure in which the spinal cord stimulator implantable pulse generator, ipg and lead were explanted as the antibiotic therapy did not cure the infection. The devices will not be returned as they were discarded by the medical facility. The patient was doing fine post-operatively.

Manufacturer narrative:
Box b3: event date is approximate. Additional suspect medical device components involved in the event. Brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 539632.